Event description:
Title: ventilator failure: protable ventilator in use in ed[emergency department]. Patient care technician heard the ventilator alarm and went into the room. The patient had low oxygen saturation. Patient care technician bagged the patient. The ventilator would not cycle. [In addition to the ventilator not cycling as an indication of failure, the ventilator also had no control reaction and the main board failure gave no warning of failure. There were no other signs present that may have indicated the device was about to fail. There has been no history of problems with this model of ventilator. There were no unusual circumstances or activities surrounding this event. It is not clear whether the tests performed on the patient were before or after the ventilator failure.] Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).